Event description:
It was reported that the user awoke to a low glucose alert while using the ilet, with the device displaying 88 mg/dl and a confirmatory fingerstick reading of 77 mg/dl; counseling was provided on hypoglycemia treatment with 15 grams of fast-acting carbohydrates and reassessment every 15 minutes, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction reported and proper device function not contradicted by available information. It was concluded that the event was consistent with hypoglycemia of unclear cause, with user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.